Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, prime anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that the volume control not working, a lot of scratches on the screen, battery compartment area was very worn with rough edges, changing batteries more frequently than previous. It was reported that the priming and rewinding took longer and motor getting louder, volume button doesn't work any more. The insulin pump will not be returned for analysis.